Manufacturer narrative:
The device was not returned for eval. We are unable to confirm product condition. No review of qualification and sterilization records could be performed because no product lot number was reported. The omnipod user's guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."

Event description:
The pt's mother reported that her son gets an irritated "bumpy" rash which when he removes the devices. It gets dry and "scaly." This occurs at all infusion sites, despite having tried a couple of skin barrier or protection products. She also reported one particular device which was worn on his arm. He had a bump under his skin at the insertion site. It got worse over the 3 day wear period and started to ooze. She took him to the ER and he was prescribed antibiotics. She thinks he may have an allergy; his hcp is aware of the issue.